Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned to medtronic for analysis. No procedural images were provided to medtronic for review. Difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, it was noted that the patient presented with tortuous anatomy and calcification. This indicates that the probable cause of the advancement difficulties was patient anatomy, but a root cause could not be determined and a relationship to the dcs cannot be established. As reported, excessive force was applied to advance the dcs indicating misuse. The evolut system instructions for use (IFU) instructs that if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Vascular access related complications, such as dissection and perforation, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the dissection cannot be determined and a relationship to the dcs could not be established. A device history record (DHR) review was performed on the dcs and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. H6-updated eval method, eval result and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5- corrected - paravalvular leak (pvl) did not occur. A translation error and it should have been aortic regurgitation (ar). B5-corrected - additional information was received that the measured gradient of the native valve was 50 millimeters of mercury (mmhg) and moderate central aortic regurgitation (ar) was present on the native valve. The transcatheter bioprosthetic valve was never attempted to be deployed as the delivery catheter system (dcs) was unable to be advance. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the right common iliac artery (cia) was dissected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in which computed tomography (CT) data was not received in advance, it was difficult to advance the delivery catheter system (dcs) through the left common iliac artery (cia) access site. Multiple methods were attempted but there was strong resistance. Excessive force was applied and a perforation at the left cia occurred. A balloon valvuloplasty was performed and a stent was placed. Further surgical intervention including an artificial blood vessel was also performed and hemostasis was achieved. Access from the right leg was attempted but the right cia dissociated. A balloon valvuloplasty was performed. The pressure gradient was under 50 mmhg and there was moderate paravalvular leak (pvl). A computed tomography (CT) scan was performed to check for abdominal abnormalities and the procedure was completed. Severe atherosclerosis and fragile blood vessels were noted by the physician in a post case review. Per the physician, narrow blood vessel diameter, calcification, and a weak blood vessel all contributed to the event. No additional adverse patient effects were reported.